Event description:
It was reported that physician was performing a planned peripheral intervention. During procedure physician noted some resistance introducing the device into the procedural sheath and noted a significant kink in the sheath as the cause of the resistance. Utilizing a push and pull technique he was able to eventually insert the celt into position. Upon turning the knob (step one) he wasn't sure if he heard the click, but had turned it more than 360 degrees so he began to draw back, the sheath and the device came right out, causing him to lose access. Manual compression was applied to achieve hemostasis.